Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. B)(4).

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm. Customer reported of being in the hospital for a surgery and while in the hospital, insulin pump was exposed to MRI and customer received alarm. Customer's blood glucose was 243 mg/dl. Customer reported that drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error noted during rewind due to motor encoder out of phase. No a35 alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.